Manufacturer narrative:
Reported event: an event regarding infection involving a glenoid screw of a mets proximal humerus (bayley/walker) was reported. The event was confirmed by the clinician, who reviewed information given about bacterial culture. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: not performed as no medical records were provided. Product history review: component accepted into final stock without discrepancies. Complaint history review: based on the device identification and sterile lot, the complaint databases were reviewed for similar events regarding infection. There have been no other events for the lot referenced. Conclusions: an event regarding infection involving a glenoid screw of a mets proximal humerus (bayley/walker) was reported. The event was confirmed by the clinician, who reviewed information given about bacterial culture. The case was also reviewed by the principal microbiologist, who confirmed that, based on the internal sterility assessment made on 19may2020, it is extremely unlikely that the source of the mssa in this infection case was from the implant. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Catalog numbers and lot codes of other devices listed in this report: mhcol-r20c (b20760) collar. Mhstm-7x70 (a18003) humeral stem. Mphbw-lc (a18003) humeral component. Mhsht-83 (b15740) shaft. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported by surgeon: "may I ask if the mets bayley/walker reverse shoulder prosthesis is available for shipping at this juncture? We have a case that requires revision and exchange of the components if available." The reason for revision is periprosthetic infection.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
As reported by surgeon: "may I ask if the mets bayley/walker reverse shoulder prosthesis is available for shipping at this juncture? We have a case that requires revision and exchange of the components if available." The reason for revision is periprosthetic infection.